Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device not cycling during use on a patient on the vela ventilator. The customer reported there was no patient impact associated with the reported event.

Manufacturer narrative:
"Results of investigation:vyaire field service representative went onsite to evaluate the device. Technician inspected unit, verified alarm motor fault along with circuit disconnect ,low pip, and battery low. Alarms were present for extended period of time. Performed user verification test /owner verification process, and could not duplicate alarms. Unit passed all testing." Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.